Event description:
Post breast augmentation, the patient developed an infection. The patient was given antibiotics for the infection. The patient's current condition is still uncertain pending additional information from the initial reporter.